Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. Needle tips were breaking off of the suture. They could not provide product code, lot number or when specifically it happened. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the product code and lot number of the product that was used? Please confirm the number of needle tips that broke during this procedure. When did the needle tip break (in the package, during removal from the package, during handling before use on the patient or during use on the patient)? Please specify for each of the involved devices. Did a piece of the broken needle fall into the patient? If so, how was it retrieved? Is this device or samples available for analysis? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Related events captured via 2210968-2023-10095.